Event description:
Site indicated loosening-femoral. Moderate severity. Unknown if device related complication. Rehospitalized(B) (6) 2008, for revision/component removal, tibial tray, tibial insert.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If add'l info becomes available, it will be submitted in a supplemental report.